Manufacturer narrative:
(B)(4).

Event description:
It was reported three stored electrograms of lead noise were observed on the ventricular bipolar channel. Externalized conductors were observed under a fluoroscopy almost a month later during an generator change out procedure. The patient returned to the hospital in a year and a half later for a scheduled lead extraction. Another fluoroscopy performed visualized lead fracture from the clavicle. The lead was successfully explanted and the patient tolerated the procedure well.